Manufacturer narrative:
This MDR is being submitted as a result of a complaint retrospective review. Please see updates to a1. Correction to g2 to add the foreign country portugal. Based on the legal manufacturer's final investigation, a root cause could not be determined. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the curved rubber adhesive was worn, there was insufficient angulation, and peeling of the ultrasonic probe surface. However, these defects are not considered severe enough to cause a potential adverse event. The reprocessing procedure of the facility could not be confirmed. The facility did not inspect the surface of the ultrasonic probe for any abnormalities such as looseness or scratches. The following is included in the device IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿if any irregularities are suspected after inspection, follow the instructions given in chapter, ¿troubleshooting". ¿warning using an instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus thailand (oth). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported cre infection could not be conclusively determined. However, based upon the information from oth, there was the possibility that this infection was attributed to the use of the subject device with remaining bacteria. The exact cause of the remaining bacteria could not be conclusively determined, but there was the possibility that the remaining bacteria was caused by the followings. - there was an improper reprocessing procedure at user facility, which resulted in insufficient cleaning, and bacteria remained. - the cleaning brush could not reach the exposed area due to the peeling off of the surface of the ultrasonic transducer, which resulted in insufficient cleaning, and bacteria remained. These factors could have been prevented by the reprocessing according to the recommendations in the instruction manual or by the pre-use inspection, so it was presumed that the remaining bacteria was caused by the user handling. On the other hand, the exact cause of the tear of ultrasound transducer surface could not be conclusively determined. However, based upon the information from oth, there was the possibility that this tear was attributed to the external force being applied to the torn area such as hitting or scratching the area during transportation, storage, use, cleaning, etc. These factors could have been prevented by according to the recommendations in the instruction manual, so it was presumed that the tear of ultrasound transducer surface was caused by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the ultrasound transducer surface was torn which reached to the adhesive layer. (B)(4) surmised that the tear of the ultrasound transducer surface was caused by the physical stress such as hitting and impact of falling. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed following. On (B)(6), 2021, the facility informed (B)(4). That during the reprocessing the subject device the user found unspecified pink rubber medium. On (B)(6), 2021, the field service engineer of oth checked the subject device and found that the ultrasound transducer was torn. The field service engineer of oth brought back the subject device for the repair. On (B)(6), 2021, oth obtained the additional information regarding the patient as following; on (B)(6), 2021, the subject device was used to the patient for unspecified therapeutic procedure. On (B)(6), 2021, the patient went back to the facility for complication symptom. The subject device was used to the patient again. The health care professional found that the patient was infected carbapenem-resistant enterobacteriaceae. The unspecified additional intervention was required for the patient.